Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that as received no damage or anomalies were observed. The cassette was leak tested per manufacturing specification. A leak was observed at the luer tube bond junction. The luer tube bond was separated and the tube and bond pocket was inspected. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there is a leakage from the connector and tube connection. The event occurred before patient use/during priming at facility. There was no patient involvement.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.